Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was reported via the implant patient registry that a 29mm transcatheter valve was implanted in the aortic position using a valve-in-valve procedure was eleven (11) years and ten (10) months. The reason for reoperation is unknown and both devices remain implanted. There were no reported complications.

Event description:
Additional information received from hcp indicates device was re-operated due to severe aortic stenosis. There were no reported patient complications.

Manufacturer narrative:
DHR review. Additional manufacture narrative - the reported clinical observation cannot be confirmed as the device remains implanted. Attempts to obtain additional information have been unsuccessful; without return of the device or additional information the reported explant cannot be investigated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.